Event description:
Pt reports one of pumps (serial number and exp date not provided) displayed a red error message 46510 when turned on. It resolved when they took the batteries out and replaced but the clinical nurse educator and clinical nurse educator's supervisor never seen this error and thought it best to replace the pump. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Pending return by pt. Return material sent did were place device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes what is the outcome of the event? Resolved. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unk. No further info. Reported to (B)(6) by pt/caregiver.